Event description:
Material # 2426-0007 and batch # 24075372. It was reported by customer that they opened the primary tubing and spiked the IV bag and then the tubing fell apart into two halves. The separation point was right under the safety clamp and above the pinch clamp. Verbatim: rcc received a complaint via email. We would like to report a defect of your IV tubing. The scenario is described below: and rn went to administer IV antibiotic. They opened the primary tubing and spiked the IV bag and then the tubing fell apart into two halves. The separation point was right under the safety clamp and above the pinch clamp. This seems to be a manufacturing defect as no excessive forces were applied to the tubing, it simply fell apart as it was being handled. Pump infusion set and packaging are saved in case anyone wants to inspect it. Ref # on the bag is (B)(4). Lot #24075372. This happened on (B)(6) 2024 on two separate occasions. We have a picture of the defect if you would like to have it. Please let us know how to proceed. Customer response on november 05, 2024. 1. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. There was no harm, injury, complication or negative outcome. Nursing was able to obtain a replacement set and treat the patient accordingly. 2. Please share the captured photo of the event if available. Attached 3. Could you please clarify if this occurred with two different patients or just one patient? We are unsure of this due to the nature of the report.

Manufacturer narrative:
It was reported that the tubing separated below the pump safety clamp. One photo was taken by the customer that verifies the complaint. A quality notification was sent to the manufacturer. From the manufacturer's investigation, the possible root cause could be related to lack of solvent for an incorrect insertion of tubing to solvent dispenser by the production personnel due to opportunities with the solvent dispenser. A device history record review for model 2426-0007 lot number 24075372 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27jul2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Reported lot was manufactured in august 2024, before actions implemented for a similar condition reported. Following actions were defined: an accessory to be implemented to the medica solvent dispenser that assists the production personnel in guiding the tubing to the insertion point. Approved on oct 30th, 2024.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that they opened the primary tubing and spiked the IV bag and then the tubing fell apart into two halves. The separation point was right under the safety clamp and above the pinch clamp.